Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched to the facility: unit was found with high level of calcification and consequently was de-calcified. Preventive maintenance was per performed, no part was replaced and unit was returned back to service in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying an error message on patient side (e21, "pump 3 uses too much power"). The event occurred during procedure. There was no patient injury.